Manufacturer narrative:
(B)(4).

Event description:
Subsequent to filing of the previous medwatch report, medwatch (B)(4) was received. Event description: "product did not deploy properly. A new proglide had to be opened to complete the procedure. Product had patient contact but no patient harm. Rep to pick up product for evaluation. What was the original intended procedure?: l&r groin access w/balloon and stent what problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working". Additional reported information indicates that the device was discarded.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after tibial artery angioplasty. Reportedly, no suture was present when the proglide plunger was removed. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.